Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the even occurred while in the cath lab. During inflation of the catheter, after the insertion via right femoral vein, the balloon did not inflate. During pretest inflation test there was no problem found. Carbon dioxide was used during both the inflation test and inflation after insertion of the catheter. As a result, the catheter was removed. A new kit was opened and used successfully. There was no report of pt death, complications or injury. There was no delay or interruption in therapy noted. The pt outcome is good.